Event description:
A release pin for a home bed rail had come loose and was missing; pt's relative replaced the quick release pin with a permanent bolt which prohibited the rail from raising and lowering. As a result, the pt used it to transfer in and out of the bed and the relative reported that the pt put excessive force on the hand rail. Over time the weld on one of the two male extension bars failed. There was no injury and no fall.